Manufacturer narrative:
It was reported that the sample port cover on the catheter detached while retrieving a sample. Minimal details were provided pertaining to the incident. The sample was not returned for evaluation. We received two photographs showing the detached cover. We have no patient information. We were not made aware of any patient injury or need for medical intervention. A root cause has not been confirmed. Due to the reported incident and in an abundance of caution, this medwatch is being filed.

Event description:
Sample port cover detached while a sample was being taken from the catheter.